Event description:
It was reported that the patient's glucose increased to 300 mg/dl while wearing the pod between 5 and 24 hours. The patient also reported that the pod was leaking insulin during wear and that the pink slide did not move forward; this indicates a needle mechanism failure. Additionally, the patient reported bleeding around the infusion site. No impact to the patient's glucose was reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: lockdown, omnipod software app version: 3.1.2-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.